Event description:
It was reported catheter has presented rupture inside the hub. It was required a new PICC insertion. No other information was provided. Additional information: the reported event was identified at bath time, the patient had a compress around the leg for protection, as the patient was very agitated. At the time, he was receiving only continuous npt infusion. When the protection around the leg was opened, the PICC was already broken inside the cannon, the infusion pump did not alarm.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a catheter leak is confirmed and appears to have occurred during use of the device. One 2 fr perqcath catheter was returned for evaluation. Evidence of use was visible on the device. A complete break in the catheter was present at the proximal end of the catheter extending from the winged hub. The catheter distal to the break appeared to have experienced tensile stretching. Microscopic observation of the break surfaces revealed it to be slightly angled and granular. Based on the characteristics of the returned sample, possible contributing factors include exposure to excessive tensile forces during handling or use. Since a complete break in the catheter was observed, the complaint is confirmed.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reeq1358 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported catheter has presented rupture inside the hub. It was required a new PICC insertion. No other information was provided.